Manufacturer narrative:
Customer responded to tandem's multiple follow up attempts on (B)(6) 2026 and clarified that occlusions had been ongoing and intermittent since (B)(6) 2026

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.